Event description:
A cusa excel 23khz straight handpiece was found to be cracked following a procedure. The unit was used on a pt, however the pt did not incur an injury as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.